Event description:
Dexcom failure. Leading to extreme high blood sugars and extreme hypoglycemic distress. Called dexcom to get a replacement and can only be gotten one with 5 business days. So now I'm going without until I get a new one. Insurance won't allow a pickup if one before rx is ready to be filled. My insulin pump 100% relies on a connection to dexcom. This is happening more and more often and is getting dangerous.